Manufacturer narrative:
Pt info: asked but unavailable. Date of event: unknown/not provided, but the best estimate date is between 15 dec 2021 and 29 mar 2022. Email address: unknown/not provided. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to severe starburst and halos. Patient indicated that night time activity was affected due to severe starburst. A johnson and johnson symphony iol (model zxr, 21.5 diopter power) was placed as the replacement lens. Visual acuity (far vision) pre-exchange provided as 0.5 and 0.9 post iol replacement. Reportedly, patient is no longer having starburst issue and has provided that the visual disturbance was less than before (80 percent less). No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes date returned to manufacturer: may 6, 2022 section h3. Device evaluated by manufacturer? Yes device evaluation: the complaint lens was received inside of a lens case. Visual inspection under magnification revealed that the lens was received cut but the cut did not sever the lens. The lens was cleaned and small scratches were found. No issues could be identified that could contribute to visual disturbances. Based on the condition of the returned lens, no further product evaluation can be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency or product malfunction. The reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.